Event description:
It is alleged that during a case there was arcing at the wrist with two scalpel/electrocautery instruments. It was reported that the case was completed with a third scalpel/electrocautery and there was no injury to the pt.